Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during solex 7 catheter (lot number unknown) insertion on a patient, customer observed catheter's tip tore off. A new catheter was placed on the patient and therapy continued. No known impact or consequence to patient was reported.

Manufacturer narrative:
The reported complaint of a tore off tip of the solex 7 catheter was not confirmed during visual inspection and functional testing. A visual inspection of the returned catheter was performed and found no physical damage. The serpentine balloons were examined and there were no tears, balloon bond detachment or rupture. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing, all catheters are 100 % inspected. Only units that pass are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for solex 7 catheter with lot number 78162.